Manufacturer narrative:
Section b3: date of event corrected and has been estimated. Manufacturer's investigation conclusion: the reported events of a connect to power alarm and a cracked display on the system controller were confirmed via an image and log files. The heartmate 3 system controller, serial number: (B)(6), was not returned; however, an image was submitted confirming a cracked liquid crystal display (lcd). The system controller event log file was reviewed, and timestamps span approximately 7 days (08:46:56 on 21may2025 to 12:55:28 on 28may2025). At 18:43:33 on 27may2025, while connected to battery power, an atypical power cable disconnect alarm activated due to an invalid rsoc fault associated with the white power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after as the rsoc voltage returned to an expected value. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other remarkable events or alarms within the log file. The pump maintained an expected speed throughout the log file. Information provided stated that the crack to the lcd occurred when the patient dropped their consolidated bag. Additional information confirmed that there were no issues with the consolidated bag. The root cause of the cracked lcd was traced to the user dropping their bag, as per the provided information. The root cause of the power cable disconnect alarm could not be conclusively determined through this analysis. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook rev. A are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook section 3 entitled ¿powering the system¿ informs on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ overviews the system controller display and addressed how to properly interpret and troubleshoot all system visual and auditory alarms- including low power alarms and connect to power alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. This section advises cleaning the contacts on the battery clips lightly with alcohol to ensure a proper connection. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including performing self-tests to ensure that all visual and audio indicators function as intended. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called to report an audible alarm that was for low battery. Upon assessment, the batteries were found to be fully charged and combined power on the system controller showed 4 bars. Upon further triage, the patient shared that the display screen was cracked. No information was able to be viewed any information from the controller such as ventricular assist device (vad) parameters as electronics as the display screen was cracked. No physical crack was seen. The patient reported that this occurred approximately 2 weeks ago following the patient dropping the consolidated bag on a carpeted floor. The controller was anticipated to be replaced. The log files captured routine events, the ventricular assist device and peripheral equipment were functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.